Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a right inguinal hernia repair surgery on (B)(6) 2015 and mesh was implanted. Additional information was provided that the patient underwent additional surgery on (B)(6) 2016 where the surgeon noted ¿this was an extremely difficult dissection. The peritoneum was very adherent to the mesh.¿ no additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 7/8/2024. Additional information: a2, b7, d3. Additional b5 narrative: it was reported that the patient experienced recurrent hernia following the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.